Manufacturer narrative:
Investigation pending.

Event description:
Caller (mgr) alleged discrepant results compared with the lab. Results as follows: pt 1, date: (B)(6) 2010, inratio: 5.4, lab: 3.2. Pt2, inratio: 6.1, lab: 4.1. Customer tests about 50 pts a day. Discrepancies reported involved 2 meters across 2 pts and 2 nurses. Customer follow up on (B)(6) 2010: same pt retested on meter with new strips and received 6.x on meter and 3.x in lab.